Event description:
While setting up for a case, the perfusionist noted a leak coming from the cardioplegia disposable delivery line. After trying to troubleshoot, it was determined that the disposable was faulty and needed to be changed out. The cardioplegia circuit was replaced with a new one and case preparation was continued. All events occurred prior to the patient entering the room.